Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after being assisted, the customer successfully reset it. The malfunction code did not recur, allowing the customer to continue using the pump, and they were advised to call back if any issues return.